Event description:
Caller reported that the mobile app froze while trying to deliver a bolus using an iphone 16 pro max with ios. There was no adverse impact to the customer's blood glucose level. Customer successfully re-launched the app and confirmed that the pump remained paired, requiring no additional assistance.